Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a little resistance was felt when the physician withdrew the loop wire. The physician noticed there was blue residue inside and outside the patient's stomach, it was determined that the residue came from the coating on the loop wire. The physician retrieved the residue by hand and with forceps. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2010: the physician retrieved the fragment inside the stomach by using a snare, endoscopically. The patient did not need to be re-scoped. No residue remained in the patient.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a little resistance was felt when the physician withdrew the loop wire. The physician noticed there was blue residue inside and outside the patient's stomach, it was determined that the residue came from the coating on the loop wire. The physician retrieved the residue by hand and with forceps. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation showed the pullwire was threaded through percutaneous stoma measuring device (psmd) and attached onto one step delivery system wire loop. The blue nylon coating of the pullwire had been peeled at the interface between the pullwire and delivery system wire loop. The pullwire was cut through the coating and into the coiled wire at approximately 1.5 centimeters from the distal end. The nylon coating of the pullwire was peeled down to wire in multiple areas. Pullwire was found to be kinked in multiple places. Remnants of the peeled nylon coating were returned. The pullwire was cut and removed from the psmd. A visual examination of the psmd revealed the tip of the cannula was bent and the inner diameter could not be measured. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the psmd has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. Further investigation of this issue is ongoing.

Manufacturer narrative:
(B)(4) - retrieved device residue fragments in patient. (B)(4) - the reported event of wire coating peeled. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).